Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer reports discrepant ca 125 ii assay results for one patient. Two different samples had mistakenly been taken from the patient and tested with the following results: sid (B)(6) at 10:30 am : less than 5.0 u/ml, which repeated at 5.1 u/ml; sid (B)(6) at 11:49 am : 9.71 u/ml , which repeated at less than 5.0 u/ml. The samples were not recentrifuged between runs. Controls have remained within specifications. The customer then retested other patients' samples run at the same time of the suspect samples above and found no discrepant results with the other samples' initial runs. The two samples above were the only ones to demonstrate this issue. No suspect results had been reported from the lab. There is no impact to patient management reported. The customer called back four days later to report that wash zone 1 was leaking. No injuries or exposures were reported. A service call was initiated.

Manufacturer narrative:
An abbott field service representative (fsr) visited the customer site and replaced the manifold valve kit on the architect i2000 analyzer, which resolved the issue. Subsequent instrument operations and test results were acceptable. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. The architect system operations manual and the architect ca 125 ii assay package insert contain information to address the current customer issue. Based on the available information and the results of the current evaluation, a systemic product deficiency was not identified.